Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report calibration failures associated with vitek® ms ((B)(4)). An internal biomérieux investigation was performed. An immediate action involved installation of a new instrument at the customer site on (B)(6) 2015. It was confirmed that the cause of the acquired spectrum low intensity issue (that prevented correct fine tuning of the instrument) was the improper e. Coli culture used by the customer. It was indicated that a new e. Coli culture sent to the customer significantly improved the spectrum quality and thus, allowed proper fine tuning of the system. The issue did not recur on this system again.

Event description:
A customer in (B)(6) contacted biomerieux to report calibration failures associated with vitek ms (tm). The calibration failures prevent the customer from running samples on the vitek ms. The root cause of the high rate of calibration failure has not been identified and is under investigation. Fine tunings are related to the rate/quantity of analysis done and the instrument mechanics and setting required by the customer. Fine tuning is a constant action required on this type of instrument. The customer reported potential delayed results that could represent a potential of indirect harm although no serious deterioration in the state of health of the patients has been observed. Customer reported that no wrong results were obtained or reported to the physician and that no patient has been harmed as consequence of the reported failure.